Event description:
It was reported to vyaire medical that the device will be sent back for repair after getting a vent inoperable alarm when the device is powered on. No patient involvement since they are unable to clear the alarm. Device is also overdue for 30k pm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: root cause findings: the reported problem was confirmed through the events log, events log shows event trace:417:vent 1 and event trace:418:ln vent1. An attempt to power on the unit was performed but failed due to an unsuspected ln vent at the same time stamp. At that point the ltv unit is alarming audibly and vent inop alarm led is solid red. Ln vent was able to be reproduced by removing the ac power while the unit was on, unit immediately powered off and did not run on battery due to battery failing. Before the incident unit was not in use for about 3 months. Battery failure was likely the cause of this incident. Resolution: replaced battery as part of 30k pm. Unit passed all testing and performed 30k pm.